Manufacturer narrative:
The three electrodes were returned to olympus for evaluation. The evaluation confirmed the loop wires were found broken and missing from two of the three electrodes. A microscope was used to perform a closer inspection at the distal end and revealed both yellow colored insulation posts have charred marks at the tips where the loop wire broke off. The charred marks indicate there was as an electrical arc or a high temperature event occurred around the area. There was no damage observed to the shaft and proximal end of the electrode. The loop wire of the third electrode was broken on one end of the insulation post but remained intact and attached to the opposite post. The user facility also returned eight new electrodes from the same lot (p1720001). One of the new electrodes was tested with olympus equipment and functioned as intended. The exact cause of the reported event could not be determined. However, based on similar reported events related to the high frequency electrode the most probably cause of the reported event can be attributed to the following: the electrode loop was used to manipulate the surrounding tissue with excessive force which can cause the loop wire to bend/break, electrical output settings on the electrosurgical generator are too high, electrical output is activated for too long and (4 the loop wire comes in contact with metal material during hf output which can lead to melting and burning of the loop wire. Additionally, the OEM performed a review of the device history records (DHR) for the concerned lot and revealed no deviations regarding the functionality and safety of the device.

Event description:
Olympus was informed that the loops of three resection electrodes (a22201d) broke during an unspecified procedure. Two out of the three loop wires broke off and fell into the patient. The broken loops were retrieved from the patient. No patient injury was reported. The 2 of 2 electrodes.